Event description:
Complaint alleges: the cuff deflated and stayed in the urethra. Issue was reported during patient use and the patient had to go to the hospital to have the catheter removed. No patient injury reported. Patient reported as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.